Event description:
It was reported that the patient experienced increased pain. X-ray imaging revealed the l4 lead was placed intrathecally during implant. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.